Event description:
It was reported that the patient presented with inappropriate high voltage therapy exhibited on the implantable cardioverter defibrillator. Programming changes were made. Further information was requested but not received.